Event description:
Customer reported getting a motor error, he indicated it happen after he changed the battery, rewind the pump and prime. Customer also, reported that the drive support cap is sticking out. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during prime test and motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump received with cracked case at lcd window corners and battery tube threads. The insulin pump received with scratched lcd window.